Event description:
I began using the insulet omni pod on (B)(6) 2014. While I do love the product, it doesn't work as described. I am having a failure rate on the pods of about 30%. Unfortunately, these failures seem to happen at the most inopportune time. I have an extra pod at work, but this morning alone, I had 2 pods go on error status. This means that I have to go for 10 hours with no insulin. While omni pod will replace the pods at no cost, they will not replace the insulin that is lost (most times about 150-200 units). My wife and I have made numerous calls to customer service and they cannot tell us what is causing the issue or if anything is being done to correct the problem.